Event description:
It was reported that bd nexiva single port leaked at the catheter-hub junction. The following information was provided by the initial reporter: rn in ed placed 20g nexiva catheter in pt and it began bleeding at the hub (where vialon meets the plastic) and upon flushing noticed leaking and bleeding in same site. Catheter removed and replaced with another.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed. E1. Address information was not provided, therefore, xx was used as a place holder.

Manufacturer narrative:
No photographic evidence or physical samples were accessible to investigate the reported condition. Our quality engineer team conducted a comprehensive review of the device history record for the provided material number 383516 and lot number 3298949. This review did not uncover any abnormalities during the production process that could have caused this defect, and all quality tests were found to be within the specified standards. Unfortunately, the exact cause of this incident could not be determined based on the information available.